Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A battery was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the identified root cause of the reported issue was isolated to damaged due to power surge; however, source is unknown.

Event description:
It was reported that the 980 ventilator failed the power on self-test (post). The ventilator was not in use on a patient at the time of the event. The service engineer (se) inspected the device. The se replaced the battery pack and the issue was resolved.